Event description:
Revision surgery at about 2 years and 5 months post primary for femur and tibia loosening. All the devices have been revised successfully.

Manufacturer narrative:
Batch review performed on 31 august 2022: lot 1907920: (B)(4) items manufactured and released on 13-nov-2019. Expiration date: 2024-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional involved component: batch review performed on 31 august 2022 on gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot. 1909611 lot 1909611: (B)(4) items manufactured and released on 26-feb-2020. Expiration date: 2025-02-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.